Event description:
It was reported during a routine merlin.net transmission report inappropriate therapy was observed due to rapid ventricular response. Tech services discussed reprogramming the supraventricular tachycardia discriminator and increasing the ventricular fibrillation cutoff rate. Recommended to increase the pre trigger time and changing the egm channels. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.